Manufacturer narrative:
Device was found with a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement and self test. No a26 alarm noted. Pump passed all operating currents tested with in the spec range and passed off no power test. Pump was monitored and tested with no weak battery alarm and no blank display noted. Pump received with broken belt clip slot, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker, and minor scratches on display window noted. No moisture damage noted on electronics assembly.

Event description:
The customer's wife indicated via phone call that the insulin pump alarmed unexpectedly and that insulin squirted out continuously. The customer also indicated that the display is blank. The customer indicated that their blood glucose level was 189 mg/dl at the time of incident. Troubleshooting found that the pump alarmed compromised force system sensor. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.